Manufacturer narrative:
Investigation summary: the customer issued a complaint for mixed up product detected during packaging of the finished product by the customer. One (01) picture was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The picture shows an open 29g x 12.7mm pen needle carton, one pink 29g x 12.7mm pen needle (cat # 320216/ batch 0008036/ right product) and two blue 31g x 8mm pen needle (cat# 320109/ batch 9352086/wrong product). Regarding the two blue units, both the needle shield and the tear drop label are blue confirming the mix up condition and discarding a packaging issue. Based on the picture provided, bdm-ps confirms the condition reported by the customer. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the event is determined to be a line clearance issue. An internal investigation revealed that previously unknown trap points on packaging line (B)(4), have been identified since (B)(6) 2020. These trap points are in partially concealed locations that made it harder to detect during normal line clearance process. In such an event a concealed location could trap 1-2 units. Corrective actions have already been implemented to reduce the risk of this type of event. Confirmed: reported condition does not meet specification.

Event description:
It was reported that 2 bd¿ thin wall pen needles experienced a mix of product types in a pack. The following information was provided by the initial reporter: during packaging, 2 bd pen needles with blue lid were detected inside box with pink lid pen needles.

Event description:
It was reported that 2 bd¿ thin wall pen needles experienced a mix of product types in a pack. The following information was provided by the initial reporter: during packaging, 2 bd pen needles with blue lid were detected inside box with pink lid pen needles.

Manufacturer narrative:
The customer issued a complaint for mixed up product detected during packaging of the finished product by the customer. One (01) picture was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The picture shows an open 29g x 12.7mm pen needle carton, one pink 29g x 12.7mm pen needle (cat# 320216/batch 0008036/right product) and two blue 31g x 8mm pen needle (cat# 320109/batch 9352086/wrong product). Regarding the two blue units, both the needle shield and the tear drop label are blue confirming the mix up condition and discarding a packaging issue. Based on the picture provided, bdm-ps confirms the condition reported by the customer. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the event is determined to be a line clearance issue.